Manufacturer narrative:
(B)(4).

Event description:
The customer reported that, during patient use, the 840 ventilator's top display was flickering. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
Covidien reference number: (B)(4). The customer replaced the graphical user interface (gui) printed circuit board (pcb). A covidien field service engineer (fse) updated the software. The fse performed extended self-testing on the device and all tests passed.